Event description:
The patient had a biomet metal-on-metal hip joint implanted on (B)(6) 2009. The biomet metal-on-metal hip joint resulted in the following adverse health consequences among others: extreme pain and immobility of the prosthetic hip; growth of pseudotumors around and near the prosthetic hip; tissue degeneration near and around the prosthetic hip; highly negative blood markers showing intense inflammation and other reactions at the prosthetic hip; intense fatigue and malaise.